Event description:
The translated customer symptom was "device does not load the software and shows an error saying that the defibrillation unit is broken." We consider this to have been a failure to fully power up condition. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The translated customer symptom was "device does not load the software and shows an error saying that the defibrillation unit is broken." We consider this to have been a failure to fully power up condition. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.